Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during initial implant, the physician inserted the lead into the right ventricular apex. During mapping to find the best positioning, the physician felt that the lead was not achieving the sensing measurements that were necessary. The physician felt that there was something wrong with the lead that was causing poor positioning values. The rv lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.